Event description:
I have used this night guard for a while now and never had any problem with them always following the instructions. Even the one I bought to replace this one is fine. I left a message on your phone service last week and no one has returned my call. I purchased a grind guard from (B)(4) on (B)(6) 2013. When I woke up last wednesday, it was in two pieces in my mouth. I have had many of these guards and not had any problem with them so far. I do not have the receipt to take it back, so I was hoping your company could do something about this. I had to go out and buy another one as I have to use them nightly, but I do not think that it should last less than one month. Thank you.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.